Event description:
It was reported that when an asymptomatic patient presented in the emergency room after receiving a vibratory patient notification. Upon interrogation the device was found to be in back-up vvi mode. A software device download was performed and resolved the issue. The patient will continue to be monitored through merlin.

Event description:
New information received states that when an asymptomatic patient presented in the clinic for a follow-up, the device was found to be in back-up vvi mode again. A device code download was performed successfully.

Manufacturer narrative:
UDI (di): (B)(4).